Event description:
Customer reported fluid leaking from the smartsite closest to the pt during IV fluid infusion. The pt's father noticed fluid on the floor and then the nurse noticed fluid dripping out of the smartsite. There was nothing connected to the smartsite at the time of the leak and the customer does not feel anything was previously connected. The pt was transferred from the operating room with this set, it was not reported if the smartsite was accessed in the operating room. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.